Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #00598800300, nexgen precoat a/p wedge tibia, lot #61806860. Review of the device history records for the tibial component and offset stem extension did not identify any deviations or anomalies. Photographs of the explanted components confirm that the offset stem extension had fractured at the taper. It was also noted that the fractured piece of the stem remained seated in the tibial component. This device is used for treatment. A product history search did not identify any other complaints for the part/ lot combinations of the tibial component or offset stem extension. Operative notes from the previous revision subsequent to a patient fall and tibial loosening indicate that the patient was noted to have good stability and range of motion with the revision components. Office visit notes dated (B)(6) 2015 indicate that there was a question as to whether the patient had experienced another fall subsequent to the original injury but the surgeon indicated no evidence to warrant concern about any subsequent falls. Reported information indicates that the patient fell and had a loose tibia; however, it is unknown if this is referencing the fall stated in the (B)(6) 2011 surgery or a subsequent fall. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after a fall. During revision, the stem was found to be fractured.